Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the left side did not turn up when the patient increased stimulation, until she moved the right way and it zapped her. It was noted that these issues had occurred since the patient fell in (B)(6) 2015. Reported patient symptoms included a loss of therapy. It was noted that the patient had the implantable neurostimulator (ins) because she had gotten hurt at work. The ins was for pain / nerve damage down both legs, and it worked great for that. It was also mentioned that the patient was told that she needed to work with the surgeon to see the manufacturer representative. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain.